Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the pump¿s black box revealed the time and date was never set. There was no evidence of a ¿no power¿ event however there was a cs 127 ¿illegal battery alarms¿ present at the initial power up. The pump powered with the returned battery cap to an audible tone, extended vibration alert and a blank display. The battery cap is able to fully tighten. The battery compartment was found to be intact. Further investigation showed a slave processor software corruption. The user code was reloaded and the pump powered on to the verification screen. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the battery compartment or battery cap. The battery cap secured to the pump with no visible yellow o-ring. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.